Event description:
Incident was due to b braun streamless airline systems not allowing blood to be returned. Arterial line was removed from patient needle line and connected to port located above medication port and below the saline bag to allow blood to be returned. Port was faulty and would not allow saline to enter arterial line to reinfuse patient resulting in air entering delivery system and patient blood loss.